Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome, action taken for pd therapy and treatment were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a3a, b2, b3, b5, b7, d10, and h11. A2: age at time of event: "decades." B5: upon follow up, it was reported that the peritonitis was manifested by cloudy effluent (started four days prior to the peritonitis diagnosis). The patient hospitalized on the same day as peritonitis diagnosis and was discharged 21 days after admission. The patient was treated with cephem antibiotics (intraperitoneal, discontinued) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.